Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: physical stress and damage to the plug and board unit. The event (e218 error exhibited due to a short circuit in the board) can be detected/prevented by handling the device in accordance with the following section of the instructions for use: precautions 3.8 inspection of the endoscopic system should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device displayed no image due to a damaged plug unit, and an e218 error was exhibited due to a short circuit in the board. There was no patient involvement.

Event description:
It was observed that during the device evaluation, the subject device displayed no image due to a damaged plug unit, and an e218 error was exhibited due to a short circuit in the board. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: an e318 error. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: an electrical component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.